Event description:
One touch ultra meter was reading inaccurately high. The medical affairs specialist attempted to reach the patient by phone. The telephone number provided was disconnected. A letter was sent. A patient obtained a result of 497 mg/dl on the reported meter before feeling dizzy. They took no action to affect their blood glucose level following use of the meter. They were taken to the hospital. A result of 330 mg/dl was obtained on the hospital device. The time difference between the readings was not provided. They received no treatment. Based on the information provided, the patient did not experience injury or medical intervention due to the product. The customer care representative (ccr) discovered that the code on the meter did not match the test strip calibration code, which can contribute to inaccurate results. The ccr walked the patient through resetting the meter code. The same day, the ccr walked the patient through 2 consecutive control solution tests, which fell outside of the specified control solution range. Based on the failed quality control tests, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter was replaced.